Event description:
It was reported the device displayed an error code 226. The issue was found at preparation for use. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The device evaluation found flooding of the charge coupled device (ccd) and cable unit, and ccd unit pin corrosion. A definitive root cause could not be identified. The customer¿s allegation could not be reproduced. The cause of the ccd unit and cable flooding could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use manual: warning - the electrical contacts of the video connector and their surroundings should be wiped dry with dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution: - do not apply impact to the camera head. It may be damaged. - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. - do not curl the camera cable smaller than 20 cm in diameter. Doing so may result in damage. - when rounding the camera cable, be careful not to twist the cable. Failure to do so may result in damage to the cable. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device displayed an error code 226. The issue was found at preparation for use. There was no patient impact , no harm reported due to the event.